Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No low batt alarms were noted during testing. Unit received with minor scratched lcd window, cracked keypad at select button, keypad poverlay texture damage, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that of battery life was less than 12 hours. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.